Event description:
Per report received from germany- edwards received notification of a pascal precision in mitral position where during the procedure, air was introduced into the patient. The patient had no acute symptoms but there was visible air in the la (left atrium). The first device was introduced and implanted without any issues. After insertion of second device, the guide sheath was aspirated as per the instructions for use and air was being aspirated. A syringe was left on the introducer until the guidewire was inserted and the guide sheath handle was elevated while inserting into the patient. Gs (guide sheath) tip position was optimized away from the wall and seemed to resolve the issue. It was then decided to advance the implant system. During advancing of the implant system, an air bubble formed, visible in tee short axis close to the aorta. The implant system was removed again, and the guide was steered towards the bubble which was then aspirated via the guide sheath. The guide was then exchanged, and a second device was implanted without further issues. The patient showed no symptoms like st-elevation or pressure drop during the procedure. There were no air-related symptoms at any time. The patient did not show neurological symptoms after. As per the medical opinion of the physician, the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation code: analysis of images and labelling review. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence. A DHR review of the lot in question revealed no non-conformances related to the event. The returned guide sheath did not leak and did not have any confirmed non-conformance. The provided imaging confirmed the presence of air during the procedure but could not confirm any device related issues. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step or errors in performing steps - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step however, a true root cause is unable to be determined.